Event description:
Rptr has been getting very sick with a number of illnesses, severe flu, colds, joint pains, headaches and bronchitis. She gets everything that is going around, only she is the very last to get over it. She has a continuous cold. Her doctors do what they can, but have no answer for her chronic tiredness. She needs a nap in the middle of the day; something very hard to do on the job. She now finds she is forgetting simple words. She gets mouth sores 3 or 4 at a time that take 3-4 weeks to heal. She has sweats at nights sometimes and then is freezing cold. She has no circulation in her feet and hands. She feels sick all the time. She had her implants removed on 1/19/94 and feels she will begin feeling better soon. The doctor told her he found the implants and capsules were not ruptured; however the outer bag of saline was no longer there.